Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found an external insulation abrasion noted at 62.0 to 62.9 cm from the connector pin, consistent with lead friction to another device or feature of the heart. The etfe coating was abraded at this location.

Event description:
This report is to advise of an event observed during analysis.